Event description:
This lv lead was implanted on (B)(6) 2003 and remains implanted at this time. A product experience report stated that the patient had an infection and the entire system was explanted except the IV lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).